Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an integrity bms stent to treat an rca lesion. The device was removed from removed from packaging per IFU and with no issues reported. Negative prep was performed with no issues identified. It was reported that the integrity balloon would not deflate during the procedure at the lesion site. The patient was rushed to the or with major chest pain (10/10). The patient had to be incubated. Patient was in ICU following surgery but passed away some time after surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: lesion pre-dilation was performed. Multiple attempts were made to deflate the balloon. Patient became unstable and was sent to the operating room.